Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit¿ ii syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we had another incident of the same type recently. Discovery of white pieces (plastic?) In the syringes. White powder (plastic?) Around the plunger, floating during the preparation of the medication.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was performed for provided material number 300296 and lot number 2207176 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) syringe sample was returned for evaluation by our quality team. Through examination of the syringe, the reported event was identified. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. When a lubricant is used within the product formulation, visible particles may become apparent when the lubricant blooms to the surface of the syringe barrel due to plunger movement. A toxicologic material risk assessment for the slip agents used within this product indicates an extremely low to negligible risk of adverse effect in this clinical application. Prior product evaluations about exposure assessment indicate that the slip agents would be metabolized and eliminated relatively rapidly, with no bioaccumulation projected. This slip agent is an approved additive for this application and has been tested for preclinical material biocompatibility with all cases meeting established criteria for safety. Although the percentage of slip agent in the product is established and controlled according to the bd product specifications, the amount of slip agent added to the syringe barrel has been adjusted to the low end of the specifications. Our quality team will closely monitor the production process for signs of potential defects and any emerging trends.